Event description:
During implant procedure, the set screw in the header of the device was not able to be tightened. The device was not implanted and a new device was successfully implanted to resolve this event. The patient was stable.